Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer has an issue with its stylus and touchscreen as the cursor jumped away from the stylus in the upper right part of the screen and was not able to select to expand the signal. It was noted that the service technician tried the test display with no issue so confirmed the display was the issue in this case. Due to lack of available parts for the repair of this programmer, the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was being utilized for interrogating a patient device in clinic, the display of the programmer froze and became unresponsive to both the stylus and finger touch in the middle of a session. Multiple attempts to reset the programmer were attempted but were unsuccessful. A different programmer was then used to complete the device check without issue. It was noted that the programmer software was up to date. No patient complications have been reported as a result of this event.